Manufacturer narrative:
The excor blood pumps pu valves; 30 ml in/out; ø 9 mm; lvad, sn (B)(6) was in use on the patient from (B)(6) 2024 until the centrimag was escalated on (B)(6) 2024 for 3 days. The excor® active driving unit initially used on this patient is under clinical study ide# (B)(6). We have reviewed the production records of the excor blood pump lvad, sn (B)(6) and the pump was produced according to our specification. The other pump rvad, sn (B)(6) associated with this event is submitted as 3008454189-2024-00018.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that the patient supported with an excor blood pump in bi-vad configuration developed hemolysis. The patient's ldh value increased to 2511u/l, whereas the ldh value indicated 937 u/l before implantation. The patient was initially supported with excor active driver then transitioned to an ikus driver due to an increase in hemolysis. According to the site, the excor blood pumps pu valves; 30 ml in/out; ø 9 mm; lvad, sn (B)(6) and rvad sn (B)(6) performed as intended for clinical condition with full fill and ejection. There were no deposits noted in the excor blood pumps. On 2024-09-12 bhi ca was informed that the patient was escalated to centrimag due to continued hemolysis.